Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the physical device evaluation has been completed. The device was not sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility, there were no suspected patient infections, there were no products that have been culture tested, and there were no deviations / deficiencies / concerns about reprocessing. As per the customer, pre cleaning was performed immediately after the patient procedure, and the device was stored correctly in endodry cabinets. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the bending angle in the up direction exceeded the standard value due to a deformation in the bending tube, the up / down knob could not be locked securely due to a deformation of the forceps elevator lever, the plastic distal end cover had a chip, the adhesive on the bending section cover had a chip, the right / left knob was deformed, and the scope connector case unit was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6) 2023, for 1 - 10 colony forming units (cfus) of cutaneous flora, it was not specified channels were sampled. The device was sampled again on (B)(6) 2023, and tested positive for 1 - 10 cfus of cutaneous flora, it was not specified which channels were sampled. The device was sampled again on (B)(6) 2023, and tested positive for 15 - 100 cfus of cutaneous flora, it was not specified which channels were sampled. The device was sampled again on (B)(6) 2023, and tested positive for 15 - 100 cfus of skin flora, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.